Manufacturer narrative:
Additional information was received that the patient had developed an infection at the ipg site. The patient was admitted at the hospital and was treated with antibiotics. It was not believed that the infection was device or procedure related. The reported necrosis of fatty tissue was due to a poor quality tissue.

Event description:
A report was received that the patient had difficulty charging the ipg and had loss of stimulation. An x-ray was taken and showed that the ipg and leads slipped distally. During the revision, the surgeon found necrotic fat tissue and elected to do an explant instead of revising the placement of the devices. It was stated that there was a possibility of an infectious device. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model#: sc-4318 lot #: 18467628 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg and had loss of stimulation. An x-ray was taken and showed that the ipg and leads slipped distally. During the revision, the surgeon found necrotic fat tissue and elected to do an explant instead of revising the placement of the devices. It was stated that there was a possibility of an infectious device. No device malfunction was suspected.